Manufacturer narrative:
The damage found on the introducer would support the alleged difficult catheter insertion and should be considered confirmed, user-related, since this type of damage appears to be a technique issue. Several factors mentioned in the notes may have limited the physician's ability to place the catheter correctly. Hemothorax and pneumothorax are listed in the instructions for use as possible complications. In addition, the instructions for use warns the user that catheters must be placed with care through percutaneous introducers to avoid inadvertent penetration of vital structures in the thorax by the percutaneous introducer or the catheter. It also cautions the user that care must be exercised to avoid mechanical damage to the silicone material of the catheter. A history review of lot number 36ig7110 shows no manufacturing issues, and no other product complaints reported for this lot. The product implicated and returned for evaluation is a 9.5 fr d/l catheter with tissue ingrowth cuff and antimicrobial cuff. It appears to be complete with the untrimmed tunneling extension still intact. A 5cc syringe was returned attached to a yellow blunt connector inserted into the proximal end of the tunneling extension. The overall length of the catheter, minus the 5cc syringe, is 28.9". Both lumens of the catheter are clear. Some of the antimicrobial cuff organic material remains on its silicone base. The tissue ingrowth cuff appears clean. Also received loose are various components of the percutaneous insertion kit, including: another 5cc syringe, a 3cc syringe, the guide wire, the blue plastic tip from the guide wire sheath, and the introducer dilator & sheath (separate). The dilator is bent with a slight curvature along its length, and has a ragged distal tip opening. The sheath is split along the most proximal 0.6" of its peel-apart seams at the tabs and kinked in the middle of its length. Also, the sheath's distal leading edge is frayed. No blood residue is noted on any of the loose pieces. Notes in the file indicate that the physician was unable to insert the catheter. Three unsuccessful attempts were made with 3 different kits. The md felt the catheters were defective. The physician stated that he, "...didn't get any air back in the syringe." The last attempt, this catheter, resulted in a pneumothorax/hemothorax of the right lung. Consequently a chest tube was placed. A chest x-ray confirmed "white out" of the lung after tube insertion. The reporter mentions that the physician has poor eyesight, and that another md was scheduled to attempt another catheter placement the next day. The outcome of that procedure is unknown. The initial evaluation and decontamination shows blood residue on the exterior of the catheter, with both lumens being patent to flushing. Upon further evaluation, a 12cc syringe filled with water is attached to the yellow connector and both lumens are easily flushed simultaneously. The distal tip of the catheter is...out of space

Event description:
Unable to insert catheter. Pt experienced a pneumothorax so a chest tube was placed. The dr has poor eyesight.